Event description:
On pod #2, the iabp (intra-aortic balloon pump) was capturing EKG and triggering normally until without intervention by nurse, console monitor went black and on arterial line there was no augmentation of systole and diastole blood pressure resulting in emergent attempt at removal. Initially, monitor and unit were turned off/on however there was no re-initiation of diastole nor balloon expansion.